Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device.

Event description:
(B)(4). Npi 8100 air in line error. 8100 sn: (B)(4) customer was having the air in line error. I explain to the customer that to inspect the shear clamp on the door, the customer stated that he change the upper pressure sensor and he's still having the problem. The customer stated that the shear looked good. I asked the customer to clean the air in line sensor with a q tip, change the test set, prim the line and make sure that water is flowing, insert the new set in firm once all of this is complete I will need for you to run the air in line sensor test. The customer said that this is where he was getting the air in line error at. Customer stated it doesn't run that when the error happens. I explain to the customer that once we complete the step for cleaning the air in line you will be able to pm. Once the steps was completed the customer was able to run his pm issue resolved.